Event description:
It was reported that the systems generator would not initiate boot-up, (no boot). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.